Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set cannula bent event on 27-may-2024 which caused high blood glucose levels and subsequent hospitalization on the same day. Bent cannula occurred after three hours of insertion. Insertion site was at abdomen. The set was in use for 5-6 hours. Highest blood glucose levels noticed during the event were 575mg/dl. Patient was also having moderate levels of ketones. Patient took bolus via pump to address the event. Hospitalization treatment given to the patient was intravenous fluids of saline and insulin. Hospitalization was less than 24 hours. Patient was released from the hospital on (B)(6) 2024. Unomedical do not see bent as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.